Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected battery out limit alarms or failed battery test alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device was received with cracked case at the display window corners, display window, reservoir tube and battery tube threads, and minor scratched display window.

Event description:
Customer reports to have experienced button malfunction while attempting a bolus shot. Customer also received a battery out limit alarm when attempting to change batteries. Customer's blood glucose was 73 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.